Event description:
It was reported that the conical element of the screw was easily removed when the doctor inserted the screw in l5 s to lsco op. The doctor tried again with a new screw, but it happened a second time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Carried out functional tests were passed successfully. It was not possible to reproduce the reported problem. All parts are in faultless condition and function well. Reviewing the manufacturing and material documents shows no deviation to the specification. The exact reason for the reported issue could not be determined. No product fault was detected. This complaint is indeterminate.